Event description:
The hospital reported that that the vasoview hemopro 2 cautery stopped working during the procedure. The pa said he was very diligent during the cautery phase and doesn't believe it was due to the vh-4030 cord. The surgeon changed the 4030 and it still didn't work. The harvester replaced the kit and it worked fine. There were no vein issues, bleeding or patient issues. Device was inserted correctly, pre test was performed with no problems. Cautery was set at 2.5. The surgery was 3-5 minutes delayed. No patient harm.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/14/2026. An investigation was conducted on 01/15/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on clear intact silicone insulation on both the cold and hot jaws. Heavy char was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. Reported lot # 3000518794 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 cautery stopped working during the procedure. The pa said he was very diligent during the cautery phase and doesn't believe it was due to the vh-4030 cord. The surgeon changed the 4030 and it still didn't work. The harvester replaced the kit and it worked fine. There were no vein issues, bleeding or patient issues. Device was inserted correctly, pre test was performed with no problems. Cautery was set at 2.5.